Event description:
It was reported that patient experienced recurring incontinence with their artificial urinary sphincter. The balloon was replaced with a new 71-80 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.